Event description:
According to the reporter during a tonsillectomy the device had an inadequate seal. The patient had less than 250 cc of primary bleeding 12 hours after the operation. The patient was re-operated on within 15 minutes to control the bleeding. The bleeding had subsided when the patient was re-admitted to the theatre but bled a little more in the right fossa, mid pole as the patient went to sleep. The rest of the fossa looked normal. Bipolar was used to control bleeding. Hospitalization was extended for a day with the patient is discharged at this time. The patient had grade 4 tonsillitis with a medical history of tonsillitis and sleep apnea. The incident sample was discarded by the customer. Small arterial bleed occurred. Surrounding tissue looked normal. The patient vomited after the procedure. Patient was on normal ward diet. The generator has been used successfully for tonsillectomy cases both before and after the event so the generator was determined to be working as expected.